Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, d4, h6.

Event description:
Device remains implanted.

Manufacturer narrative:
Corrected data: b.5, d.6b

Event description:
Patient reported "rupture". Healthcare professional reported later by dt "pain in the armpits and it alternates and sometimes it is in both at the same time, feels like lymph nodes and patient is sick. It comes and goes. Possibly ruptured silicone implant and innumerable hyperdensities in a right axillary lymph node". This record is for the right-side. Device has been explanted.

Event description:
Patient reported "rupture". This record is for the right-side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported later by dt "pain in the armpits and it alternates and sometimes it is in both at the same time, feels like lymph nodes and patient is sick. It comes and goes. Possibly ruptured silicone implant and innumerable hyperdensities in a right axillary lymph node". This record is for the right-side. Device has been explanted.